Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to syncope. Upon interrogation, the patient's right ventricular (rv) lead had ventricular undersensing. The lead is still in use. No further patient complications have been reported as a result of this event.